Manufacturer narrative:
(B)(4). A returned product evaluation could not be completed as no unit was returned to vsi/teleflex for evaluation. It was unknown what damages were noted on the unit. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Customer stated, "account (B)(6) just had item 5642 break the needle inside a patient and they had to be brought to the surgery room." Additional information was requested. No response was received. It was unknown to what extent and degree the turnpike catheter was used. The issue of the complaint "5642 break the needle inside a patient" was unclear. A turnpike catheter was not used with a needle. It was unknown if the turnpike broke or if a needle broke. Per IFU, deployment procedure states the following: secure the previously placed guidewire. Backload the distal tip of the turnpike catheter onto the proximal end of the guidewire and advance through the hemostasis valve. Carefully advance the turnpike catheter through the vasculature under fluoroscopy. If resistance is encountered while advancing the catheter through the vessel, rotate the catheter in either a clockwise or counter-clockwise direction while gently pushing on the catheter to advance. If using the turnpike spiral or turnpike gold, rotate the catheter in the clockwise direction only to advance. Warning: do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. A manufacturing record review could not be completed as no lot number was provided by the customer. Based on the information, the most likely root cause of the issue was undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "customer just had item 5642 break the needle inside a patient and they had to be brought to the surgery room." Additional clarification has been requested multiple times from the account. Item 5642 is a turnpike but there is no needle with this device. We have not had any additional information yet.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "customer just had item 5642 break the needle inside a patient and they had to be brought to the surgery room." Additional clarification has been requested multiple times from the account. Item 5642 is a turnpike but there is no needle with this device. We have not had any additional information yet.